Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 350 mg/dl.